Event description:
Patient had g-tube placed in surgery in late 2007. Night shift rn noted leakage around tube that required dressing changes. Surgeon notified - he found that the balloon holding the g-tube in place was deflated and that the tube had become displaced. Pt to surgery for placement of new g-tube.